Event description:
The (B)(6) female patient was part of the (B)(4) study. The patient received a 3.0 x 13mm cypher stent in the ramus intermedius and a 2.75 x 13mm cypher stent in the proximal rca. Post procedure the patient had access site bleeding in the right wrist which was treated with manual pressure. A 6f terumo sheath was used for the procedure. The event was graded as unrelated to the implanted cypher stents. Addendum ((B)(4) 2012): on (B)(6) 2011 the patient had a balloon angioplasty performed to treat a lesion in the first diagonal. The event was graded as unrelated to the implanted cypher stents and the index procedure. On (B)(6) 2012, the patient came in with angina. In-stent restenosis was noted in the proximal rca. Ptca was performed.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered instent restenosis approximately 14 months post index procedure. This is (B)(6) female patient with medical history including pci ((B)(6) 2010), family history of coronary artery disease, hyperlipidemia, hypertension, and lvef (normal). During the index procedure the patient received a 3.0 x 13mm cypher stent in the ramus intermedius and a 2.75 x 13mm cypher stent in the proximal rca. Post procedure the patient had access site bleeding in the right wrist which was treated with manual pressure. A 6f terumo sheath was used for the procedure. The event was graded as unrelated to the implanted cypher stents. This was captured as a non-complaint. Patient's post procedure medications included clopidogrel, plavix, and metoprolol. Nine months after the index procedure the patient had a balloon angioplasty performed to treat a lesion in the first diagonal. The event was graded as unrelated to the implanted cypher stents and the index procedure and captured as a non-complaint. Five months later, the patient came in with angina. In-stent restenosis was noted in the proximal rca. Ptca was performed. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15229522 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.